Event description:
During a response to a cardiac arrest call during the rock roll marathon, a cardiopulmonary resuscitation compression devices was being used and during the usage of it, it started emitting a warning sound and service lights came on and the device stopped working. Data from machine has been sent to manufacturer.